Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the patient underwent a surgical procedure to implant a trapease permanent inferior vena cava (ivc) filter for the treatment of an extending iliac vein thrombosis. The device in the plaintiff was positively identified on medical records. The filter did not function as intended and on or about/approximately four years two months and eight days after the index procedure/implantation, the patient was diagnosed with a left femoral deep vein thrombosis despite the placement of the ivc filter. Approximately twenty-two days later, the patient was diagnosed with post-thrombotic syndrome from her deep vein thrombosis. On or about/approximately seven years four months and twenty-one days after the index procedure, the patient had a scan performed which deemed that the struts of the trapease filter were extending beyond the limits of the ivc wall. As of the present, the patient is still living with the trapease filter in her body, and will have this faulty device permanently implanted. As of the present, the patient is still implanted with the implanted device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter implantation, the patient has suffered injuries, possible permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside her body. No additional information is available. The product was not returned for inspection. Manufacturing records (DHR) could not be performed as the product catalog and lot number were not available. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The events reported of left deep vein thrombosis, post-thrombotic syndrome, and inferior vein cava perforation do not represent product malfunctions. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, and given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent a surgical procedure to implant a trapease permanent inferior vena cava (ivc) filter for the treatment of an extending iliac vein thrombosis. The device in the plaintiff was positively identified on medical records. The filter did not function as intended and on or about/approximately four years two months and eight days after the index procedure/implantation, the patient was diagnosed with a left femoral deep vein thrombosis despite the placement of the ivc filter. Approximately twenty-two days later, the patient was diagnosed with post-thrombotic syndrome from her deep vein thrombosis. On or about/approximately seven years four months and twenty-one days after the index procedure, the patient had a scan performed which deemed that the struts of the trapease filter were extending beyond the limits of the ivc wall. As of the present, the patient is still living with the trapease filter in her body, and will have this faulty device permanently implanted. As of the present, the patient is still implanted with the implanted device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter implantation, the patient has suffered injuries, possible permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside her body. No additional information is available.

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates the patient experienced pain, shortness of breath, lower left leg pain, blood clots, clotting, occlusion of the inferior vena cava, filter is unable to be retrieved although there have been no known recorded retrieval attempts, and the patient is reported to continue to experience anxiety related to the device. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter for the treatment of an extending iliac vein thrombosis. The device was positively identified on medical records. The filter did not function as intended and approximately four years after the index procedure, the patient was diagnosed with a left femoral deep vein thrombosis despite the placement of the ivc filter. Approximately twenty-two days later, the patient was diagnosed with post-thrombotic syndrome from her deep vein thrombosis. Approximately seven years after the index procedure, the patient had a scan performed which deemed that the struts of the filter were extending beyond the limits of the ivc wall. The patient is still implanted with the device, which is known to be dangerous and cause serious side effects. As the result of the filter implantation, the patient has suffered injuries, possible permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining the device inside her body. The following additional information received per the patient profile form (ppf) indicates the patient experienced pain, shortness of breath, lower left leg pain, blood clots, clotting, occlusion of the inferior vena cava, filter is unable to be retrieved although there have been no known recorded retrieval attempts, and the patient is reported to continue to experience anxiety related to the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Post thrombotic syndrome, shortness of breath, pain and leg pain do not represent device malfunctions and may be related to underlying patient issues. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. (B)(4).